Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "nonfibered packing coil embolization of pulmonary artery pseudoaneurysm resulting in a delayed endobronchial coil migration" (schwertner et al. 2021). This article highlights a single case of endobronchial coil pack migration one month after an iatrogenic pulmonary artery pseudoaneurysm embolization procedure using ruby coils (30cm and 60cm). It was reported that the coil configuration was unchanged after a follow-up computed tomography scan (CT) three weeks post-procedure. However, one month after the coil embolization procedure, the patient expectorated a three centimeter firm blood clot accompanied by a tickling sensation in the throat and massive hemoptysis. Further CT scans demonstrated coil pack migration into the left mainstem bronchus and trachea. Next, a stent graft was implanted to entrap the coils and an additional coil embolization procedure was performed with non-penumbra coils. However, within hours of the procedure, a CT scan demonstrated coil migration into an adjacent pneumatocele. Therefore, left pneumonectomy was performed with a resolution of the hemoptysis on nine months of clinical follow-up. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the ruby coil system include, but are not limited to, vessel spasm, device malfunction, thrombosis, thromboembolic episodes, inadequate embolization, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00059.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up 1.3005168196-2022-00060 report: 1. Section h. Box 6. Evaluation codes patient code 1 this report is associated with MFR report number: 1.3005168196-2022-00059 h3 other text : placeholder